Event description:
The nurse reported a system message displayed during set up. They attempted to reboot the system three times and finally had to switch out the system to start the case. There was an hour delay. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message in the event log. The host module was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 05/22/2009.